Manufacturer narrative:
(B)(4):the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a flexima rx biliary stent was used during a stenting procedure performed on (B)(6) 2014.according to the complainant, during the procedure, the tip of the guide catheter broke and was also released with the stent and it remained inside the patient. The stent and the guide catheter tip were removed from the patient using forceps. The procedure was completed with another flexima rx biliary stent.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Investigation found out that the guide catheter was detached from the pull wire, kinked and bent in numerous locations along its length, and it¿s proximal end outer diameter is larger than the distal end. The push catheter was also found bent and kinked in numerous locations, was detached and appeared to have been intentionally cut. The pull wire was also found bent. The noted damage is likely due to procedural or anatomical factors encountered during the procedure such tortuous anatomy or maneuvering of the device. It cannot be determined if the device was subjected to tensile forces greater than the stated minimum tensile load, therefore the most probable root cause is undeterminable. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A review of the device labeling and directions for use (dfu) showed the device was used according to its label.

Event description:
It was reported to boston scientific corporation that a flexima rx biliary stent was used during a stenting procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the tip of the guide catheter broke and was also released with the stent and it remained inside the patient. The stent and the guide catheter tip were removed from the patient using forceps. The procedure was completed with another flexima rx biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.